Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported difficulty disconnecting the driveline was traced to the controller. Heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), appeared to function as intended. The submitted log files captured the pump operating as intended with speed remaining at or above the low-speed limit while the driveline was connected. The submitted images showed the driveline with tape wrapped around the distal end. It was reported that the patient applied the tape for protection and that there was no cracking or exposed wires. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists the adverse events that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the driveline was noted to have tape applied that was applied by the patient to protect a driveline repair performed in (B)(6) 2017. The patient was stable and was discharged home.

Event description:
Related MFR #2916596-2023-03244. It was reported that during a controller exchange for data transmission interruptions, the driveline could not be removed. The driveline release button did not feel to be functioning correctly and the driveline did not appear fully engaged as some of the markings on the driveline were visible when they normally are not. There was sticky residue around the driveline hub that seemed to extend into the driveline port. Tech services were onsite on (B)(6) 2023, to dismantle the heartmate 2 system controller to manually release the driveline from the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.